Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, guidewire difficulty removing occurred. The 90% stenosed lesion was located in the mildly calcified and mildly tortuous distal left anterior descending artery (lad). Physician performed pre dilatation at 12 atm for 10 seconds and did it again. A 3.0/15 non bsc stent was deployed and then a 185cm, 1 pk kinetix guidewire was advanced to the side branch of the second diagonal lad by threading the strut of the stent. And then, the kissing balloon technique (kbt) was performed. Though the guidewire "didn't stuck", the physician met resistance in the process of removing the guidewire from the patient. It was examined outside the patient that the distal end of the guidewire was tied "knobby". The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the distal tip of the kinetix guidewire was only portion received for analysis. There was a knot 18mm from the tip. There was no other damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, guidewire difficulty removing occurred. The 90% stenosed lesion was located in the mildly calcified and mildly tortuous distal left anterior descending artery (lad). Physician performed pre dilatation at 12 atm for 10 seconds and did it again. A 3.0/15 non bsc stent was deployed and then a 185cm, 1 pk kinetix guidewire was advanced to the side branch of the second diagonal lad by threading the strut of the stent. And then, the kissing balloon technique (kbt) was performed. Though the guidewire "didn't stuck", the physician met resistance in the process of removing the guidewire from the patient. It was examined outside the patient that the distal end of the guidewire was tied "knobby". The procedure was completed with this device. No patient complications were reported and the patient's status was good.